Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection. At this time the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic in early (B)(6) 2021 (exact date not reported) with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and white blood cell counts were taken at this time in the outpatient clinic; however, the results of the laboratory tests were not reported. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient placed their pd catheter extension set in the sink after completing a pd treatment. The patient was not hospitalized for this event and prescribed intraperitoneal ceftazidime at 1000 mg every day for two weeks and oral cefazolin (dose, frequency and duration not reported). The patient is recovering from this event as their symptoms are resolving. It was confirmed the patient¿s peritonitis is not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to a poor aseptic technique during ccpd therapy as reported by a medical professional. Lack of aseptic technique is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by a responsiveness to empiric antibiotic therapy with resolving patient symptoms. Therefore, the liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2021, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic in early september 2021 (exact date not reported) with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and white blood cell counts were taken at this time in the outpatient clinic; however, the results of the laboratory tests were not reported. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient placed their pd catheter extension set in the sink after completing a pd treatment. The patient was not hospitalized for this event and prescribed intraperitoneal ceftazidime at 1000 mg every day for two weeks and oral cefazolin (dose, frequency and duration not reported). The patient is recovering from this event as their symptoms are resolving. It was confirmed the patient¿s peritonitis is not due to a deficiency or malfunction of any fresenius product(s) or device(s).